Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between august 10-14, 2023. H11: the device was received for evaluation with fluid in the bladder. Visual inspection was performed and it was noted that the tip of the fill port was cracked. The reported condition was verified. The cause of the condition could not be determined. However, the damage was reportedly observed during the filling step, prior to completion of device filling. The probable cause of the crack on the fill port is excess pressure applied to the fill port during the filling step, which resulted in a crack. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection port of a large volume infusor was damaged. This occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.